Manufacturer narrative:
(B)(4). Date sent: 12/21/2019. Publication year of 2019. Batch # unk this report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: hand-assisted laparoscopic restorative proctocolectomy for ulcerative colitis: the optimization of instrumentation toward standardization. Authors: kiyokazu nakajima, riichiro nezu, toshinori ito, and toshirou nishida citation: surg today (2010) 40:840¿844, doi 10.1007/s00595-009-4157-8. The study was conducted retrospectively using a prospectively compiled surgical database and aimed to review the optimization of the instrumentation for hand-assisted laparoscopic surgery for restorative proctocolectomy (hals-rp) and discusses their impact on surgical/early postoperative outcomes. Between july 1998 and february 2006, a total of 66 patients (n=35 males and 31 females, age range: 13-73 years) with ulcerative colitis were included in the study. The cases were divided into subgroups according to (1) hand-access devices and (2) vascular control devices. The patients were divided into two subgroups according to the vascular control devices used at the time of mesenteric division during hals-rp. Laparosonic coagulating shears (harmonic scalpel) (ethicon) with clips were used in the first 29 patients (lcs group). The colonic mesentery was divided with electrosurgical vessel sealing instruments without clips in the remaining 37 patients (ligasure group). Complaints included bowel injury (n=1), leakage (n=1), blood loss (n=9) needing transfusions, and postoperative bleeding from the ileal pouch (n=3). In conclusion, the combination use of suitable surgical devices contributed to the improved outcome of hals-rp. With the positive adoption of these evolving technologies, hals-rp is therefore expected to become a more comfortable and standardized procedure for uc.